Manufacturer narrative:
Data from the hospital has been investigated. The hospital included a comparison of samples measured on the abl and on a modular analyzer. Based on the data received it has not been possible to verify a problem with the abl. Abl8xx/abl90 is traceable to the primary bilirubin nist srm 916a reference to which all bilirubin methods must be traceable to. Also abl results received are evaluated to be within specifications.

Event description:
The customer complained that pt results for bilirubin were higher on the abl830 than values measured on a roche modular analyzer. A case from (B)(6) 2013, was described. A sample from a baby was measured with the result 499 where a venous sample 1.5 hours later was 385. Because of the high value this baby was transported to an academic hospital for a blood transfusion ( the limit to decide about a transfusion for this baby was 380). The only info stated for this patient is that the pt was forwarded for a blood transfusion. It has not been confirmed if this treatment was in fact performed.